Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
An adverse event was reported involving medical device no158z - as univation xf tibia cemented t3 rm. Specifically it was reported that postoperatively, there was aseptic loosening of components in the right knee. After approximately one year, the patient had developed increasing discomfort. Over time, the patient experienced progressive pain, instability, malalignment, restricted range of motion, and recurrent swelling. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided nor available. The adverse event is filed under aesculap ag reference no. (B)(4). Associated medwatch reports: no158z (aesculap ag reference no. (B)(4). No181z (aesculap ag reference no. (B)(4).